Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that failure was detected during an electrical safety tests at the service center. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: ¿ the motor shaft is stuck ¿ the values of the keypad are out of range ¿ the protective earth resistance is out of range the defective hand control set, defective motor cable, and defective motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts were identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated with manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the micro tornado hp with handcontrol device failed the electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.